Event description:
Reporting status: serious injury - permanent damage - required intervention. Reporting rational: restenosis requiring medical intervention. Device issue: stent fracture. It was reported that a 2.5 x 28 xience, was implanted in 2008. The patient returned with restenosis four months later, which required treatment with the placement of another company's stent. It was suspected that the xience may have had fractured struts; however, upon review of the cine, there was no angiographic evidence of a stent fracture. No additional event or patient information is available.